Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump correction factor was set incorrectly by the customer's father. Tandem technical support guided the contact through adjusting the pump carbohydrate ratio. There was no impact to customer's blood glucose level. Contact reached out to the customer's health care professional to obtain the correct correction factor.